Manufacturer narrative:
(B)(4). The date of the peritonitis was (B)(6) 2011. The type was bacterial peritonitis and the patient was not hospitalized as a result of this event. There was no exit site or tunnel infection associated with the peritonitis. The transfer set was purchased from baxter however, the peritonitis was not caused by a disconnect or leak of the transfer set. The patient was treated with unspecified antibiotics for an unspecified length of therapy. Dose and route are unspecified. The reported cause of the peritonitis was noted to be a break in aseptic technique. The patient was retrained on aseptic technique. The outcome indicates the patient has recovered from the event. No concomitant medications were provided. The nurse indicated the peritonitis was not due to baxter devices or medications. No further information will be provided regarding this event.

Event description:
During a patient call on (B)(6) 2011 regarding a low drain volume alarm, the patient indicated he had a peritoneal infection. The facility nurse was contacted on (B)(6) 2011 and confirmed that the patient had a peritoneal infection related to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, h11d11089 and h11c21031, was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This is the 3rd of 3 reports for this incident. This is 3rd of 3 reports associated with this incident.